Event description:
The international customer reported the ventilator had a pressure sensors failure. The customer reported the device was not in use; therefore, there was no patient involvement or harm. As reported, pressure sensor failures during normal ventilation use may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The manufacturers service engineer found that the motor controller board and some other boards were not in the slot, some screws were unlocked. The service engineer stated that the unit possibly shaken or dropped. The service engineer disassembled the unit , and reinstalled all the boards correctly and the reported pressure sensors failure was corrected. Final applicable testing was performed to operating specifications.

Manufacturer narrative:
Service tech reinstalled all boards.